Event description:
Related manufacturing reference number: 2017865-2024-71297. It was reported that the patient's right atrial (ra) lead was oversensing noise and exhibited reduced p-wave sensing measurements. It was also reported that the patient's pulse generator exhibited reduced p-wave sensing measurements. The patient had no adverse consequences.